Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: they have identified five defective 10 ml syringes with lot number 2512085. During aspiration, the plunger fails, resulting in blood leaking back into the syringe. Unfortunately, they do not have any photos to provide, as the affected syringes were discarded due to blood contamination. However, they have tested flushing (not to a patient) with other syringes from the same lot number and observed leakage as well. In addition, some syringes are experienced as having a loose plunger and move unusually easily. If this occurs again, they will document it with photographs.